Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
During a routine follow up call, it was reported to nevro that a patient had acquired an infection following a revision procedure. The patient was given oral antibiotics but reported a fever and tenderness at the pocket site with redness found along the back incision. The patient was admitted to the ER and was given IV antibiotics. The device was explanted. Follow up report indicated that the patient was discharged and has been back to work.